Event description:
The reporter indicated that at implant (1/30/97), the physician noticed intermittent atrial undersensing when the leads were connected to the pacemaker. Approximately two weeks post-op, the pt was seen for a follow-up visit, and intermittent atrial undersensing was observed. The pacer was reprogrammed to the vvi mode. On 5/9/97, the pt was seen for another follow-up visit.